Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set was leaking between the tube and the bottom of the drip chamber. This occurred during priming with trastuzumab. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection identified that the tubing was twisted at the connection/bonding point of the drip chamber outlet. Manually squeezing the solution bag showed a leak from the outlet port of the drip chamber and tubing. The reported condition was verified. This was caused by manual assembly. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.